Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit's display was glitching. It is unknown if there was any patient involvement, but there was no adverse event reported.

Manufacturer narrative:
Acquiring additional information on status of the unit. A supplemental report will be submitted upon completion of our investigation. (B)(6). (B)(6) hospital & cl.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit's display was glitching.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The fse cleaned and reseated the connections in the display assembly. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.